Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the patient's scs system trial procedure the distal contact on the trial lead got caught on the needle and came off of the lead. The broken lead contact was left in the patient. The physician may refer the patient to a spine surgeon to have the abandon contact removed.

Manufacturer narrative:
Visual inspection showed instrumentation damage on the edge on the detached electrode as well as the transition sleeve. The DHR review confirmed the device met manufacturing requirements prior to shipment per applicable procedures. Based on the above the event of missing electrode is consistent with the handling of the lead and the needle during the procedure, which could damage the lead due to shearing from needle¿s tip.

Event description:
Follow up information received identified the scs lead contact that broke off was successfully removed. The patient has since been implanted with a permanent system and was doing well.